Manufacturer narrative:
Investigation summary: complaint was evaluated and confirmed via customer testimony. Device was not returned so no physical examination could be conducted. Product literature was reviewed and the instructions for use list potential loss of reception or transmission of ultrasound monitoring signal as a potential adverse event. Also included in the IFU is crystal separation as a known failure mode. The device history record was also reviewed and there is no evidence that a defective product was shipped. A review of the finished assembly drawing showed no signs that cuff was detached prior to shipment or that the device was not manufactured to current specifications. Review of the complaint history showed that the event falls within the scope of an internal corrective action performed on this product. A summary of the investigation has been sent to the complainant.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
The customer reported that, during a pharyngeal-mandibular tumor excision with an anterior lateral thigh osteo-cutaneous free tissue transfer, the cook-swartz doppler probe signal became faint. This reportedly occurred in the intensive care unit, 4 hours status post procedure. The patient had to return to the operating room due to this reported decrease in the doppler signal, which is believed to be secondary to a faulty implantable doppler wire. The patient received unintended anesthesia, and an operation to determine the cause of the decrease in doppler signal. The device is reportedly unavailable for return.